Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when the cinchlock anchor was deployed, the deployment wire snapped. As a result, the anchor could not be successfully deployed.